Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mcs instrument involved with the alleged issue; however, failure analysis it currently ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if post failure analysis evaluation or if additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the monopolar curved scissors (mcs) instrument's conductor wire was allegedly damaged. The customer used a backup instrument to continue with the procedure. The procedure was continued. No fragment fell into the patient. No known impact or patient consequence was reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have a broken grip cable at the distal end. The distal idler pulley spun freely and did not exhibit any damage. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue identified. The reported issue was that the silver cable was damaged. There was no fragment that fell inside the patient¿s anatomy.